Event description:
The pt reported that on (B)(6) 2011 e4 (occlusion) error was displayed on the infusion device and he changed the insulin cartridge and infusion set. His blood glucose measured 270 mg/dl and he injected insulin via pen and ate breakfast. He drove approximately 200 kilometers and began to feel ill, his blood glucose measured 400 mg/dl. He bolused through the infusion device but was not able to lower his blood glucose. He changed the infusion set and bolused through the infusion device and he then played golf. His blood glucose continued to increase and he changed the infusion set and insulin cartridge and was unable to lower his blood glucose. He returned to his hotel and felt very sick, his blood glucose measured 600 mg/dl and he was nauseous and vomited. He called his wife who brought him more infusion sets and an insulin cartridge. On (B)(6) 2011, his wife called an ambulance and he received stationary treatment in the ICU. On (B)(6) 2011, he connected to the infusion device and his blood glucose measured 165 mg/dl and after one hour increased to 370 mg/dl. He began injecting insulin via pen and he was released from the hospital. His normal blood glucose level is 100 mg/dl. The patient was not connected to the infusion device and the device was left in the run mode. Later, the patient found that the correct basal rate was not delivered and was 13 units too little. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.